Event description:
Additional information was received from the rep and confirmed by the hcp. The patient's weight was not known. It was reported the patient had no symptoms. The serial number and the software version of the ptm was not known. It was not known if the event resolved.

Manufacturer narrative:
Concomitant medical products: product ID a810 serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810 , serial#: unknown , product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen (4000mcg/ml) and bupivacaine (10mg/ml) via intrathecal infusion pump for intractable spasticity and multiple sclerosis. It was reported the patient had a refill about a month ago and they physically changed the baclofen to a different concentration and added bupivicaine however they had forgotten to update this change, so the pump still thought it had the old drug. The patient was brought back in and the hcp wanted to correct the programming to reflect what was currently in the pump. It was reviewed that since the pump had been running at the old flow rate the patient had been getting 2,400 mcg/day of the new medication for a few weeks now.